Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that water had entered the scope connector as there was rust on the connector base. The following methods may be the cause of flooding: 1. The product was submerged in water with the eog cap attached. 2. During cleaning and disinfection (including pre-cleaning), stress was applied that caused the vent metal to accidentally open underwater. 3. Strong water pressure directly hit the check valve part of the vent metal. 4. Water may enter the tube due to damage to the water leakage detection tube when using a washing machine, insufficient connection, or damage to the packing of the washing machine or water leakage detection tube, which may cause water to enter the connector in the event of a leakage test. The component analysis of the foreign substance revealed that it was probably an antifoaming agent or some other agent used in the endoscopy room. However, the specific root cause could not be determined at this time. The user may detect the event by handling device in accordance with the instructions for use (IFU): ¿3.8 inspection of the endoscopic system inspection of the air-feeding function. 1. Set the airflow regulator on the light source to ¿high¿, as described in the light source¿s instruction manual. 2. Immerse the distal end of the insertion section in sterile water to a depth of approximately 10 cm. 3. Confirm that no air bubbles are emitted when the air/water valve is not operated." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for inspection, and the customer's reported issue mentioned in b5 was confirmed. Furthermore, as reported in b5 foreign material was found in the objective lens and this condition is attributed due to insufficient cleaning and handling problems. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer noted that it was unknown whether the facility does delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility did not wipe or brush the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that it was unknown if the facility flushed the air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the evis lucera elite colonovideoscope air and water nozzles were clogged during pre-use inspection. The procedure was completed using a different device. There was no health hazard to the patient. Upon inspection and evaluation, foreign matter in the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.